Event description:
There was an allegation of questionable iron gen.2 assay results with several patient samples tested on a cobas 6000 c501 module. The following example was provided: the initial result was 168 g/dl. The repeat result was 107 g/dl at an external center.

Manufacturer narrative:
The reagent lot number was 856174. The expiration date was requested, but not provided. A general reagent problem was excluded as calibration and quality control were acceptable. The field service engineer (fse) replaced the sample probe along with the wash unit. The fse performed calibration and controls successfully. The instrument was confirmed to be operating as expected. No further issues were reported after the service visit. The investigation determined the issue was hardware-related.